Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor glucose of 40 mg/dl despite a blood glucose of 163 mg/dl. The customer pulled up his shirt and saw that he had been bleeding on the sensor after he inserted it. He mentioned that this was the third time he had to change his sensor due to malfunctions and site bleeding. No products were returned and three replacement sensors were shipped to the customer.